Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Performed a visual inspection of the returned item # 00588606310, lot # 63725989 found it to exhibit signs of being implanted/wear. Both of the trabecular metal posts were cut; one half way thru the other all the way. The cut piece was returned. The poly post feature was also cut off it, and it wasn¿t returned. There is foreign material all over the distal surface reference attached photographs. However, it is unknown how the post were cut off. The device history records were reviewed for deviations and/ or anomalies with no deviations related to the event identified. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, about one year six months later the patient was revised due to loosening of the tm monoblock lps tibia.